Event description:
It was reported that during the insertion of this bioscrew in a ligamentoplasty, it broke. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the device was received at conmed linvatec for evaluation. A visual examination found the screw broken approx 1/4 " from the proximal end. Further evaluation found damage to the threads at the breakage point. Conmed linvatec is unable to determine the root cause of this failure. The instructions for use warns the user that failure can occur with the following: "improper alignment increases the risk of screw breakage"; "careful selection of screw size with respect to bone block size, shape and tunnel diameter can reduce the risk of screw breakage"; and "proper positioning of the graft and parallel placement of the guidewire prior to screw insertion reduces the risk of screw breakage." Proper preparation of the revised tunnel wall and the use of a tap can reduce the incidence of intraoperative breakage during the placement of the bioscrew in revision surgery. Conmed linvatec has not been able to get specific info on the surgeon's technique during use of this device.